Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9733437r, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used while conducting a training. It was reported that the camera was not operating as intended. The camera was noted to have difficulties tracking instruments and the amber led was illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, lot/serial #: p715577 h3) the positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu powered up on the test bench without the fault light on, but it came on during testing. Was not able to complete the accuracy test (aak) due to the fault light. A check of the event log showed a long history of intermittent low illuminator current dating back to (B)(6) 2019. Note: there was also a scratch on the left lens that appears to be affecting tracking to the far left of the volume. This psu has not been previously returned for a failure. The manufacturer representative went to the site to test the navigation system. The camera doesn´t work properly. Light right in orange. They checked for communication with the camera. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.